Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the husband of the customer that the customer has passed away. It was reported that the cause of death was end stage of renal disease. It was stated that the customer had diabetes for forty seven years and had complications. The husband of the customer stated that the customer was not wearing the insulin pump at the time of the death; the customer stopped using the pump seven days prior to passing away. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.